Event description:
The email received for the (B)(4) study indicated that during the post dilation phase of the index procedure the patient experienced a neurological event diagnosed as stroke / tia. The neurological deficits appeared during post-dilatation but the balloon manufacturer is not currently known. The event fully resolved within 24 hours with no residuals. Subsequent minutes received from the clinical events committee (cec) indicated that the patient experienced a tia event during post-dilatation with neurological deficits of aphasia and right hemiparesis/hemiplegia lasting > 24 hours, but with full recovery and no deficits. The consultant's impression was: left posterior temporal embolus or ischemic infarction. During deployment of the first stent, it moved forward upon deployment leaving the proximal lesion not covered, so the 2nd stent was placed to cover the lesion. An aviator balloon was used for post-dilation. The stents were deployed when the neuro change was noticed. Repeat imaging was taken and no treatment was indicated. There were no residuals from tia upon hospital discharge and at 30 day follow-up. The angioguard had been removed when the neurological symptoms appeared. Approximately 8 months after the index procedure, the patient died at home and the cause of death was intraabdominal cancer.

Manufacturer narrative:
Concomitant devices: precise stent pc0820rxc, 13303886, angioguard 601814rmc, 70808512 and aviator plus balloon 4245520w, r0908230. Concomitant medications: pre and post-procedure medications included aspirin and clopidogrel. Intra-procedure medications included bivalurdin. A (B)(6) male patient with medical history including hyperlipidemia, congestive heart failure, coronary artery disease, coronary percutaneous revascularization and hypertension was enrolled in the (B)(4) study. During the index procedure, after the first stent was deployed it was reported to have moved forward leaving the proximal lesion uncovered. A second stent was deployed to fully cover the lesion. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 15mm in length in a 5.5mm vessel diameter. The patient was asymptomatic at the time of the intervention. The arch ii lesion was mildly calcified, eccentric and the vessel was severely tortuous. The lesion was pre-dilated and an angioguard rx embolic protection device was successfully deployed and retrieved. There was thrombus in the basket upon retrieval. During post-dilatation, neurological deficits were noted. The angioguard had been removed when the neurological symptoms appeared. Repeat imaging was taken and no treatment was indicated. There were no residuals from the tia noted at hospital discharge or during the 30 day follow-up with the patient. Nih stroke scale score was 0 at discharge. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Stroke is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01657, 9616099-2011-00692 and 9610978-2011-00077.